Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a black particle in the transfer set. The hp had their transfer set changed a couple of days later. There was no patient injury or adverse event associated with this malfunction. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, but a photograph of the device was made available for evaluation. The reported issue of particulate matter was confirmed through the visual inspection. A non-baxter laboratory provided the test result of a transfer set which indicated non sporulated mold in the culture and identification, but indicated that there was no mold when the gram staining was performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.